Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak from synchron cx5 delta clinical system. The leak was found on the floor behind the hydro area. No one was harmed, and no injury was reported.

Manufacturer narrative:
Bci field service engineer (fse) cleaned the waste bucket and verified that there was no leak from the wash solution canisters. The fse found a bad o-ring seal on the exit waste canister, but was not able to reproduce the leak. The fse replaced the o-ring. The fse primed the instrument, and performed qc. The instrument performed to specifications.